Event description:
It was reported that during a davinci assisted surgical procedure, the fenestrated bipolar forceps broke down. The operator lost control of the tool, because the tool broken, when it was open in the patient. Because of that, the instrument was stuck in the trocar and the customer used force to take it out. The procedure was completed with a backup instrument with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.299¿ x 0.150¿ was not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the product associated with this event shows that the instrument/endoscope was last used on (B)(6) 2021 on system (B)(4). There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Images of the instrument were provided to isi prior to the instrument being returned and analyzed by fa. The images showed a broken instrument, but the root cause could not be assessed without analysis of the product. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.